Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited out of range, low pacing lead impedance and decrease in sensing that was noted during interrogation. Micro-dislodgement was also suspected. The capture threshold measurement was stable. The physician decided to monitor the lead until generator change out procedure. During a device change out procedure due to normal eri, the right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.